Event description:
On (B)(4) 2012, customer reported a leak of clear fluid on the ion-selective electrode (ise) reagent tray of dxc 600 pro instrument. Customer stated that he had previously performed a replacement of the potassium, chloride and calcium tips, and also the ise buffer and reference reagents. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting. Customer found that the tubing under the ise drain manifold was not connected. Customer reconnected the tubing and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).